Event description:
Philips received a complaint by the customer on the v60 indicating that the backup alarm was defective. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. A quote was sent to the customer for onsite service to perform a replacement of either of the central processing unit (cpu) printed circuit board assembly (pcba), motor controller (mc) pcba, or the power management (pm) pcba to resolve the issue. Investigation is ongoing.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
H10: a proposal was sent to the customer for onsite service but later cancelled due to no response from the customer. A proposal was sent to the customer for onsite service but later cancelled due to no response from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.